Manufacturer narrative:
Additional contact information: (B)(6), rn, email: (B)(6).

Event description:
Information was received indicating that a pump was alarming a two-tone alarm with a smiths medical, cadd medication cassette attached with 29.9 ml left in the reservoir. It was reported the end user resolved by using a new cassette on a different pump. The complaint form indicates there was no injury. No adverse patient effects were reported. No additional information is available at this time